Event description:
The hospital reported that during the coronary artry bypass procedure, the aortic cutter created an uneven aortotomy.this report is being filed as serious injury MDR because after multiple attempts, the reporter did not provide information on how the procedure was completed and if any surgical interventin were performed.